Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure to treat a mildly calcified, de novo lesion in the mildly tortuous left circumflex (lcx) coronary artery, a 014 hi-torque (ht) versaturn f 190 hc guide wire failed to cross. The same versaturn was advanced in the vessel, followed by advancement of an unspecified balloon dilatation catheter (bdc) to the lesion. After completing dilatation, an attempt was made to retract the bdc, but the bdc was difficult to retract and reportedly became entangled with the guide wire. Both devices were withdrawn but this resulted in a delay. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported difficult to remove was unable to be confirmed due to the damages on the device (the coils were detached at the proximal adhesive joint). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: while a delay was reported, it did not result in any health impact. There was no failure to cross with the 014 hi-torque (ht) versaturn f 190 hc guide wire and no difficulty advancing the balloon catheter over the versaturn (advancement was reportedly smooth); there was only difficulty retracting the balloon catheter over the versaturn after deflation of the balloon. Both the versaturn and balloon catheter were withdrawn from the anatomy as a single unit. The same versaturn was used with other devices to successfully complete the procedure. No additional information was provided.